Manufacturer narrative:
(B)(4). The lot was manufactured from june 26, 2014 to june 27, 2014. The device was received and evaluated for the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow testing passed successfully as flow rates were found to be within specification. Therefore, the reported issue could not be verified through device evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large volume infusor that infused too quickly. The patient was being infused with fluorouracil. There was patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.